Event description:
Report rec'd from user/facility states: "injection cap collapsed when using propofol. Pts blood pressure dropped and more fluids given to increase blood pressure. Did not save injection cap."